Event description:
Account reports an incident which occurred "a month ago" in which the health care professional stated, "I didn't notice that the port was dislodged and went to flush with heparin... It squirted out and splashed in my face... Fluid got in my eyes... The port had blood in it... It was ok." No reported medical intervention to health care professional nor any pt injury. Device being used on a pediatric pt with a central line.